Event description:
It was reported that therapy was withheld during a dual tachycardia episode. The patient was "symptomatic" and "not feeling well." After an hour, therapy was delivered, the rhythm converted, and the patient felt better. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949 implantable tachy lead,(B)(6) 2005.(B)(4).